Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine check, the left ventricular lead exhibited high impedance. The device was reprogrammed. No patient symptoms were reported. The patient will be monitored normally.